Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: the occupational health nurse met a great amount of resistance when pushing plunger on syringe. Nurse was not able to administer the remaining 0.1ml of the vaccine. Nurse withdrew and changed needle on the syringe. Nurse was able to administer the remaining 0.1ml of the vaccine, however, there was still a bit of resistance when administering the remaining amount. Patient was able to receive appropriate dosing of the vaccine.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309628 and lot number 0266410. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.